Event description:
Device stopped working during case. There was no patient harm. Surgeon notified manufacturer representative and supply logistics management (slm). New device opened and used. Original device brought to purchasing manager with patient info.